Event description:
Customer called to report a hospitalization due to high blood glucose. The current blood glucose reading is 132 mg/dl. The blood glucose reading at the time of the event was over 600 mg/dl. Customer experienced vomiting. Diagnosed diabetic ketoacidosis. Customer was hospitalized for one week and treated with IV drip. Customer has decided to remain on manual injections. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.